Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen display noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that the buttons were unresponsive after turning on the insulin pump. Customer also reported changing the battery and a weak battery alarm occurred. The customer was unable to clear the alarm and a button error alarm occurred after. The customer's blood glucose was 118 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.